Event description:
Pt is a contact lens wearer for many years for past history of corneal ulcers. While in desert, sand went into both her eyes causing discomfort. She did not remove the contacts until much later that night when pain became too much. She did not seek help for a week. After over five days, she presented to th ER with ocular pain, redness, and visual loss bilaterally.